Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the superior cerebellar artery (sca), with 2.8mm diameter. It was reported that the guiding catheter was advanced to the vertebrobasilar junction. The microcatheter and guidewire were then I ntended to be advanced to the left sca artery. The guidewire and marathon microcatheter were flushed separately with saline per IFU guidelines, at which time the catheter was observed to be punctured and leak was observed at the distal section. The case was subsequently completed using a hybrid wire, an apollo 3 cm device, and two vials of onyx 18. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.